Manufacturer narrative:
(B)(4). The reported issue of hot smell was not confirmed in the device logs or duplicated during the evaluation performed by the pal (product analysis lab). The paint peeling of heater was confirmed by visual inspection. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The assignable cause for hot smell was undetermined due to insufficient evidence. The assignable cause for paint peeling on heater was determined to be subsurface contamination. The device's service history record was reviewed and no issues were identified that may have contributed to the hot smell. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse (rn) contacted baxter's technical service center to report paint peeling on the heater cradle and a "hot" smell on a homechoice (hc) machine during use. The technical service representative (tsr) initiated a swap of the machine. The rn will program the new hc. The tsr did not discuss the use of continuous ambulatory peritoneal dialysis (capd) as the complaint was called in by the rn. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.